Event description:
It was reported that there was no electrocardiogram (EKG) signal on the programmer. The caller also notes that the cables were good, however they needed to be taped in order for the EKG to work. The programmer was sent in for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the programmer was returned and analysis confirmed the customer comment of a loose electrocardiogram connector on the link electronics module board.